Manufacturer narrative:
Analysis received the unit with lost sensor alarm due to a faulty board. There was no blank display or unexpected reset noted. Off no power alarm functioned properly. There was no damage on the case or on the isolation tape. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call the insulin pump keeps resetting. The customer's blood glucose was 96 mg/dl at the time of incident. The customer stated the insulin pump received multiple failed self-test alarms. The customer was advised that the insulin pump will need to be replaced. The insulin pump will be returned for analysis.